Event description:
Surgeon was using the robotic harmonic hand piece during a robotic hysterectomy. The control box alarmed to release pressure from the jaws. Once the jaws were opened the surgeon noticed the blade had broken off of the hand piece and was laying inside of the patient. Another grasping instrument was used to remove the broken blade from the patient. The instrument was removed from use.